Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The gas inlet valve (giv) solenoid and the anesthesia computer board (acb) were replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error message stating that mechanical ventilation is not available. There was no report of patient involvement.